Event description:
Procedure: right l-5 dorsal nerve ganglion neurolysis. Reportedly, the pt suffered severe injury and damage to their body when excessive temperature and/or voltage or amperage were applied with the device.